Event description:
It was reported that this lead was explanted on (B)(6) 2016 due to infection and erosion. During the explant procedure a temporary pacing wire was connected to a temporary pacing box by the hospital.